Event description:
Treating physician reported that device diagnostic testing approximately 7 months post implant indicated that the pt's generator battery was approaching end of life. It was reported that the pt was seizure-free for approximately one month, but that his condition then became clinically unstable with frequent seizures. Subsequent device diagnostic testing reportedly indicated that the generator battery was approaching end of life. Attempts to reset the device were unsuccessful and it was reported that during attempts to reset the device, difficulties related to communicating with the device were experienced. Review of device programming history revealed that generator battery end of life was first indicated during device diagnostic testing approximately 4 1/2 months post implant (approximately one month prior to the pt's seizure-free month and two months prior to the recurrence of seizure activity). Based on known device settings, premature end of battery life is indicated; however, no serious injury was reported. The generator was explanted; however, attempts to obtain the explanted device for analysis have been unsuccessful to date.

Manufacturer narrative:
Although device malfunction is indicated, no serious injury has been reported in conjunction with the eri-yes condition. The event does not meet the criteria for malfunction and/or serious injury report; however, MFR believes that the FDA should be aware of this event. Device programming history was reviewed. Device manufacturing records were reviewed. Review of device programming history indicates 15.36 years until generator battery end of life. The end of service indicator was first noted approximately 4 1/2 months post implant. Review of manufacturing records for the pulse generator did not reveal any anomalies that would adversely affect device performance. Device failure is indicated but did not cause or contribute to a death or serious injury.